Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of over 600 mg/dl. The customer was hospitalized due to diabetes ketoacidosis. The customer treated with a bolus. The customer also reported a no delivery alarm from the insulin pump. Troubleshooting was done. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. The customer was advised to treat per the health care provider's instruction. No additional information was provided.